Manufacturer narrative:
This is one of two device reports associated with this event, which is one of three events for the same patient.

Event description:
The plaintiff's attorney alleges that the patient experienced a stroke caused by the product administered to the patient for dialysis treatment.